Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while maneuvering the left ventricular lead over the guidewire, the guidewire got stuck in the lead. When the physician tried to pull the guidewire out, the inner coil of the lead was pulled out. The lead was not used, and a new lead was implanted. The patient was in stable condition.